Event description:
It was reported that a ems was used during a laparoscopic hernia. It was reported by the affiliate that the staples would not close. There was no consequence to the pt. 10/01/1998 additional message from affiliate. The case was completed with a second device.